Manufacturer narrative:
Evaluation of the provided pictures and returned products confirmed the presence of debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Three of these products (lots #3832691, #3873620, #3791238), also exhibit black debris in the sterile pouch, which look like detached fragments from the pps coating. The reported event is confirmed. Review of the device history records for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed and the porous coating to shed from the implant. The event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products : tprlc xr mp fp t1 pps 6x97.5mm, cat# 51-149060 lot# 3832691, tprlc xr fp type1 pps 5x130mm, cat# 51-102050 lot# 3817591, tprlc xr mp t1 pps 15x115mm, cat# 51-145150 lot# 3873620, tprlc xr fp type1 pps 6x132mm, cat# 51-102060 lot# 3822023, tprlc 133 mp type1 pps ho 15.0, cat#51-107150 lot#3669944. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01003 0001825034 - 2020 - 01004 0001825034 - 2020 - 01005 0001825034 - 2020 - 01007 0001825034 - 2020 - 01008

Event description:
It was reported that debris was identified within sterile packaging. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.